Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 60 mmol/l at the time of incident and was treated with the insulin pump. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering. The customer was using several different sets due to the high blood glucose. The insulin pump passed the high performance test. The device will not be returned for analysis. Unomed inf set.